Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the date/time setting on his onetouch ping meter was set incorrectly. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2014 and obtained the following information. The alleged issue began during the first week of (B)(6) 2013. The patient manages his diabetes with insulin pump therapy. One evening, the patient reportedly ¿double bolus¿ his regular insulin due to the subject meter incorrectly showing his last bolus was from one day before. The patient alleged he did not recall that he had already ¿bolus¿ that evening. The patient claimed he woke up during the night feeling low blood glucose symptoms of sweating and confusion. The patient obtained a blood glucose result of ¿30 mg/dl¿ with the subject meter at the time of his reported symptoms. The patient ¿ate something sweet¿ as treatment and felt better before going back to bed. The patient did not recall his blood glucose results with the subject meter earlier that evening. The patient denied testing with another device. At the time of troubleshooting, the cca noted the alleged issue was not a recurring issue. The cca walked the patient through the setting options to correct the date/time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.